Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
It was reported that the image disappeared during a cystoscopy/ left ureteral stent change/ pyelogram/ laser lithotripsy/ stone basket extraction procedure while using the subject device. The customer was unable to restore the image. The issue occurred midway through procedure. However, the lasering was completed and no tissue manipulation occurred at the time of the event. There was a one-minute time delay to change the camera. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned for evaluation and the customer's allegation was confirmed due to a faulty charged coupled device (ccd). Additionally, it was discovered during investigation that the video connector was cracked, and the leak test failed. The most probable cause of the complaint is component failure. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the image disappeared during a cystoscopy/ left ureteral stent change/ pyelogram/ laser lithotripsy/ stone basket extraction procedure while using the subject device. The customer was unable to restore the image. The issue occurred midway through procedure. However, the lasering was completed and no tissue manipulation occurred at the time of the event. There was a one-minute time delay to change the camera. There were no reports of patient harm.